Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 4. The home patient (hp) stated that they were asleep when they got the alarm. All of the bags were empty, there were no leaks and the hp did not disconnect. The peritoneal dialysis registered nurse (pdrn) advised the hp to cycle the power off and return to bed. When the technical service representative (tsr) was contacted, they explained the alarm to the hp and had them cycle the power in order to complete the end therapy process. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.